Event description:
Eight years postoperatively and seven weeks after premature delivery at 34 weeks gestation, the patient was admitted with non-ischemic cardiomyopathy and an inr of 1.59. The patient was reported to be non-complaint with follow-up visits and coumadin therapy. Operative notes reported evidence on tee of malfunctioning mitral valve prosthesis. At explant, the surgeon reported the valve to be "partially" thrombosed with fibrous and thrombotic material both in the supra- and subvalvular regions. The valve was replaced with a 27mm sjm mechanical valve (model, s/n unknown). The patient's caridologist indicated he believed there was nothing inherently wrong with the valve.